Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the upper reading on the ultrasonic sensor to be below specification. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms causing the reported symptom. The upstream sensor will be replaced.

Event description:
It was reported that a pump constantly alarms upstream occlusion, including when it is not set up to infuse. The customer stated that there was no pt involvement.